Manufacturer narrative:
The reported event of insulation abrasion was not confirmed while the reported event of ¿lead damage due to the removal procedure¿ was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead did not find any anomalies with the exception of procedural damage throughout the lead. No insulation abrasion was noted. X-ray examination did not find any indication of conductor fractures.

Event description:
It was reported that a patient presented for lead revision procedure. Examination of prior imaging confirmed externalized conductors on the lead. During the removal procedure, the lead was damaged. The lead was explanted on (B)(6)2023. No adverse patient consequences were reported.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.